Manufacturer narrative:
(B)(4). Information was received via medwatch report # 2400010000-2015-8017.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire with stretched coils near the 10 cm mark and that was bent into a "u" shape between the 30 cm mark and the proximal end. The core wire was separated adjacent to the distal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to withdraw against the needle bevel or use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that the physician initially attempted to place a right internal jugular central line. However, during placement the guide wire started to fray. The guide wire had been placed and the catheter advanced over it. When the physician was removing the wire it started to fray and unravel. The wire and catheter were then removed in block. The physician indicated that the entire wire did come out in its entirety and this was confirmed by close evaluation of the wire. The physician then went to the left neck and internal jugular and central line was placed with no issues. A chest x-ray was taken to confirm placement and the x-ray showed no evidence of any guide wire in the chest. The brief delay did not impact the patient adversely.